Event description:
It was reported that the external pulse generator (epg) had defective buttons, the epg powered on but none of the buttons were functional. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator (epg) had defective buttons; the epg powered on but none of the buttons were functional. It was noted that the device failed the incoming functional tests for the 'backlight on/off difference' and for the 'active current backlight and menu off, battery load'. The tests were re-run in debug mode, and the tests passed. The connector on the main printed circuit board (pcb) caused the issues. Additionally, it was observed that the capacitor on the main pcb was damaged. The output connector assembly was broken. The hanger assembly was broken. It was noted that the upper case was dented. The lowercase was broken. The encoder stem was contaminated, but functional. One knob and the hanger screw was also contaminated. Furthermore, six plugs were damaged. The main world label was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported there was no patient involvement.

Manufacturer narrative:
Correction a1, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.